Event description:
It was reported device tip damage occurred. A left atrial appendage (laa) closure procedure was performed using a 33 watchman laa closure device & delivery system (wds). During withdrawal of the wds it was observed the tri-cut leaflets of the wds were damaged and only one half of a leaflet remained attached to the device. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system (wds) with the implant deployed. The sheath, hub, core wire, device tip and implant were visually and microscopically examined. Numerous kinks were noted along the length of the sheath and the sheath was buckled distal of the snap feature to 3cm distally. The tri-cuts of the device tip were flared and folded outwardly and abrasions were present inside the distal end of the sheath tip. The distal marker band of the sheath tip was kinked. Anchor damage was present on the implant. The tip and anchor damage was consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event as the tri-cuts of the device tip were intact.

Event description:
It was reported device tip damage occurred. A left atrial appendage (laa) closure procedure was performed using a 33 watchman laa closure device & delivery system (wds). During withdrawal of the wds it was observed the tri-cut leaflets of the wds were damaged and only one half of a leaflet remained attached to the device. The procedure was aborted. No patient complications were reported.